Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during reprocessing, the endoscopic image was not displayed, when the olympus light source cv-s190 was connected. The device was used in combination with the olympus video system center otv-s190. The user replaced the device to another device and completed the intended procedure, ureteroscopic lithotripsy. The procedure was not delayed for more than 15 minutes. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. -the device has not been repaired in the last year. -the endoscopic image was not displayed due to the damage of the camera cable cover. (B)(4) determined that the reported event was caused by user's handling. It is possible that the endoscopic image was not displayed because the camera cable was damaged by the user applying a load such as twisting the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.